Manufacturer narrative:
(B)(4). Batch # 120c22. Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Did the surgeon wait 15 second prior to every firing? Does the surgeon pulse or single fire the device? Was buttressing material used? What is meant by staple did not close? Please further describe the staple shape? Are photos available? It was stated ¿during the third shot with a blue staple, the staple did not close¿. What was done to address that bleeding? For the third firing was the issue observed on both sides of the staple line? What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, there was difficulty with the staples during the cut of the stomach. The dr. Made the first shot with the golden staple and was bleeding, so the doctor had to reinforce with clips, the second shot is made with gold staple too and was normal, during the third shot with the blue staple, the staples did not close; this situation caused bleeding in the patient and the doctor referred him to the ICU as a precaution.